Manufacturer narrative:
(B)(4). (B)(4) - incorrect removal. Pt reported as above 15 years old. (Weight): reported as average size/weight. The reporter indicated the event occurred between (B)(6) 2010 and the first week of (B)(6) 2011. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that an unspecified operator, therefore unknown if trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip would not fire after depressing the deployment button. The access ports were used to remove the device from the patient's groin, however, the thumb advancer was not retracted. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.